Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the data log did not find any errors. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.